Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump alarmed pump error and the pump shut off. Customer's blood glucose was 324 mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer could not troubleshoot for their blood glucose or the power off.

Manufacturer narrative:
The insulin pump alarmed no motor movement error during rewind due to corroded motor home switch. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify hall sensor error due to no motor movement error. The power management tool shows the backup battery loaded voltage and unloaded voltage was within specification range. The battery was removed from the insulin pump and monitored for 10 minutes; the insulin pump power up properly after insertion of the battery and no unexpected power loss alarm during our testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.